Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The field service engineer replaced the simulator module to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis. The reported issue was confirmed but could not be replicated. Error logs on artemis/lighthouse were reviewed and verified that error 311 occurred in the field. Upon visual inspection, no issues related to the reported event were found. The unit was installed on a known good in-house system, and error 311 was not triggered at startup. The system was power cycled multiple times with no errors observed. The system was left idle overnight, and still no issues were identified. Based on these findings, failure analysis could not determine the root cause of the issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) during case setup to report the 311 error is back. The customer stated that he has attempted to power cycle the system 3 times but the 311 keeps occurring. The system was not connected to onsite. The tse recommended to perform a hard power cycle and disconnect one of the consoles. The customer performed this and disconnected console 10656372. The customer was able to power the system back on with no other issues. The customer is proceeding with case start using just the one console. The procedure was completing as planned with no reported injury.